Event description:
It was reported that the zimmer dermatome was skipping and produced uneven grafts. Additional clinical follow up with the hospital indicated that there was harm to the pt due to additional donor grafts were harvested. An alternate device was available for use and there was no report of intervention required due to extended surgical time. No amount of the increased surgical time was provided.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 23 years old and has been returned for repair previously on 06/01/2009. The inspection found the device was out of calibration on the zero and ten graft settings. Visual inspection of the width plate returned with the device was revealed that it was full of nicks. The cause of the reported event is most likely due to the user not maintaining the device according to the instructions for use. This is a re-usable device, subject to normal wear and tear. According to the instructions for use, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was service and returned to the customer.